Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during bolus, basal on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer declined troubleshooting at the time of call. The customer was advised to do a complete set change as soon as possible. The customer does not want to return the set and the reservoir for analysis. The customer stated that he discarded of the infusion and the reservoir. The patient was advised to call when alarm occurs in order to troubleshoot.